Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 559 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as vomiting. The customer was treated with manual injection, intensive care unit and intravenous injection. Customer reported that the did allege insulin pump was under delivering. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.